Manufacturer narrative:
(B)(4). The device has not been repaired by anyone other than zimmer biomet and another device was used to complete the surgery. There was no adverse event associated with the failure and the surgical technique for the product was utilized. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome one time. The last repair was (B)(6), 2012 where it was reported that the device was sent in as part of the 2012 skin graft initiative and the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, width plates, o-ring, and calibration shaft were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the calibration was out of specification; however the motor speed was within specification. The swivel, control bar and calibration shaft were all damaged. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, damaged control bar, calibration shaft, and swivel. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the calibration was out of specifications. The swivel, control bar and calibration shaft were all damaged as well. The swivel, control bar and calibration shaft were all damaged as well. The root cause of the reported event was due to the device being out of calibration and motor speed specifications. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, damaged control bar, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was difficulty taking transplanted skin. No adverse events have been reported as a result of the malfunction.